Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the exact date and time the alleged product issue first occurred. She stated that she manages her diabetes with insulin (self-adjuster) and increased her dose of medication 1.8 units of victoza as a result of the alleged product issue. The patient stated that 2 days after the alleged issue began she developed symptoms of dizzy, headache and a yeast infection. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the test strips being used were stored correctly and had not expired. The test strip completely drew in the sample. After walking the patient through a retest the product issue was resolved. However, cca noted that the patient was using the incorrect testing steps, the patient did not wash or dry their hands prior to testing the patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.